Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed off no power. Blood glucose value at the time of the incident was 136 mg/dl. The customer did not receive a low battery alert prior to the off no power alarm. It was confirmed that the customer used a new battery, the device was not dropped and the battery cap was not damaged or corroded. It was advised a new battery cap would be sent. The insulin pump will not be returned for analysis.